Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The emitter was returned to the manufacturer for evaluation. After a visual and physical examination and functional testing it was observed, that during testing the fault error displayed. It was then tested with a emtest and a rom fault displayed. The emitter was replaced and the system worked as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the side emitter was showing an emitter fault error when plugged into the system. The site plugged a second emitter in which functioned without issue. The site tested the bad emitter on a second system and the error showed again. No patient was present at the time of the event.